Event description:
The customer reported the unit did not boot up and the exposure lamp needs replacement because it is not working. Also, the system was having issues with fluoro. It was giving static images which were not clear.

Manufacturer narrative:
The ge service rep cleared the nodes and reloaded the node software. He tested the unit, it booted and ran normally. He later removed the camera cover and reseated the plugs. The rep tested the system, and could not find the imaging problems. He installed a new x-ray on lamp on the workstation.